Event description:
After an implantation period of approximately 13 months it was reported that the lead was extracted due to oversensing in the ventricular channel. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Prior to the analyses of the devices, the quality documents accompanying the manufacturing processes for the ICD and the lead were re-investigated. All production steps were performed accordingly. The final acceptance tests proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the mos1 battery status. The device was implanted for 60 months and 55 charging cycles were recorded in the devices memory. The amount of charge taken from the battery was verified and the battery status mos1 was anticipated. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the ventricular channel, before and after implantation of the new lead plexa promri s 65 81380130. The presence of noise led to charging cycles with shock deliveries with the old lead and without shock deliveries with the current lead, as mentioned in the complaint. Therefore, a sensing test was performed. The ICD sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of an ICD malfunction. The analysis of the lead showed that the insulation was found rubbed through 31 cm distal to the df4 connector pin, which is assumed to be the root cause of the reported oversensing. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure due to mechanical stress. In conclusion, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction. The battery status was anticipated. The clinical observation presumably resulted from the observed lead damages. There was no indication of a material or manufacturing problem of the lead or the ICD.